Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was downstream occlusion (dso) seal delaminated. The customer reported issue was stated that the flow rate is out of tolerance, noticed during quality control and it was not able to be duplicated. Flow rate is within specification. The cause of the reported issue was unable to be determined. The dso seal was replaced as a preventive measure. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the flow rate is out of tolerance. There was no patient involvement.